Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced loss of consciousness due to hypoglycemia when the sensor stopped working for an unspecified reason which occurred eight days after the sensor had been inserted in the abdomen. The patient had unspecified symptoms of hypoglycemia, then experienced loss of consciousness. The patient experienced thrashing, loss of consciousness, fell out of bed, and hit the nightstand resulting in a black eye. At that time, the spouse called paramedics. The patient was treated by emergency medical service with an unspecified IV and glucose. There was no mention of continuous glucose monitor readings, alerts, alarms, or blood glucose taken at that time. Additionally, no additional documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling ok. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.